Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres in less than 30 seconds, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. No patient complications nor injuries reported.